Event description:
It was reported that the customer had two missing boluses in the bolus history. Customer's blood glucose level was 580 mg/dl. Customer treated with an insulin pen. Customer changed the set and the problem did not occur again. Last bolus was noted in the bolus history. Pump passed the self test. Pump will be returned and replaced. No additional information provided.

Manufacturer narrative:
The boluses were not specified in the customer complaint. No bolus anomaly could be verified and no data was available because the insulin pump was received without a battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with several boluses and monitored. All boluses were delivered and listed in the bolus history screen. No delivery alarm or bolus anomaly was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.